Manufacturer narrative:
This device will be returned and analyzed. Upon analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device memory was reviewed. We confirmed that the device declared eol after experiencing one charge time greater than 30 seconds. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by a charge time of 30 second eol charge time limit. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eol charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to an allegations of premature battery depletion. No adverse patient effects were reported after the explant procedure.